Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report #300599803-2009-05523 for the other associated device info. It was reported to boston scientific corp that two excelon transbronchial aspiration needles were used to perform a bronchoscopy with needle aspiration on (B)(6), 2009 (pt over 18). According to the complainant, the devices were not tested prior to use; however, no damage was noted. During the procedure, after tissue sample was obtained, the needle bent and could be not be retracted back into the sheath. The device was removed through the scope fully out without scope damage. The bent needle did not cause any damage to the sheath; however, the acquired sample could not be expelled, for it was lodged within the needle. A second excelon transbronchial aspiration needle was used to complete the procedure; however, upon expulsion of the sample, the needle appeared to be slightly bent as well. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device mfg dates are unk. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).